Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the devices did not fire. The surgeon was not able to squeeze the first handle. They opened another handle and reloads to resolve the issue in order to complete the case. There was no patient injury.